Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display was dim/faded/discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap was used for testing. The text on the display screen was found to be dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.